Event description:
Information was received indicating that while in use of a smiths medical cadd legacy pump, leaking cassette was noted. It was also reported that the pump alarmed continuously. Subsequently, the cassette was changed on a new pump. No adverse effects were reported.

Manufacturer narrative:
Additional contact: (B)(6).